Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included: the damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was discovered that the rv lead was perforated through the rv wall. The lead was explanted and replaced. The patient was stable after the event.